Event description:
It was reported that a patient being implanted with a vns system for the first time experienced high impedance intraoperatively. The lead was cleaned and reinserted which initially resolved the impedance, but later it jumped back to a high impedance value. The surgeon decided to use a different lead and this resolved the impedance issue. The unused lead was noted to be expected to be returned. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. Later, it was reported that the unused lead was received by the manufacturer and is currently undergoing product analysis. No other relevant information has been received to date.